Manufacturer narrative:
Other, other text: no product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause for a pump alarming no disposable-clamp tubing alarm is the dso sensor; however, this cannot be confirmed as no product was returned for investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device exhibited a no disposable alarm. The alarm was silenced, closed clamp, cassette was removed, tapped and massaged. The cassette was replaced but the alarm persisted, this happened two more times. Device settings: resvol- 10ml, given- 90, rate- 50ml/24h. No adverse patient effects were reported by the customer.